Manufacturer narrative:
The reservoir tube lip was completely broken off and test reservoir will not lock and click in place. Device also had broken off battery tube threads, missing end cap sticker and missing address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir was unable to lock in place when inserted into pump due to damage . The blood glucose was 158 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.